Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the text on the display screen was dim and discolored while set at the highest contrast setting. Unrelated to the display complaint, there were two cracks in the battery compartment. The returned battery cap was able to be fully tightened until the o-ring was no longer visible. There was no issue with loss of power and no evidence of moisture damage inside the battery compartment.

Event description:
On (B)(6) 2013, the clinical manager (cm) contacted animas, alleging a display (dim/fading/color spectrum) issue. The cm stated that the display screen on the demo pump has become dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.